Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was not able to adjust stimulation with the patient programmer with or without the antenna. The patient was sent a replacement programmer by the manufacturer. Additional information received reported that the ins was not functioning and was going to be replaced on (B)(6) 2011. The physician was not sure if the battery depleted early or if there was a problem with the leads that caused it to reach end of service early. He plans to keep the replacement programmer until surgery to verify if there truly is a problem with the original programmer or if it was just the ins. Additional information has been requested and if received a follow up report will be sent.